Manufacturer narrative:
(B)(4). Product replaced on ran (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Customer is concerned with tests results of 93 and 73 mg/dl. Customer's expected fasting blood glucose test result range is 150 - 160 mg/dl. Customer did state that the truemetrix air meter had been dropped and that since that happened it had been reading low. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a blood test was performed by the customer non-fasting and produced test result of 201 mg/dl using truemetrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 06/21/2019 and customer could not recall the open vial date. The meter memory was reviewed for previous test result history (customer could not see date/time): (B)(6).